Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm during the manual prime. Assisted with the alarm, then had the customer inspect the drive support cap. The customer stated that it was loose. Conducted a prime test, and the insulin pump passed without giving an alarm. Nothing further was reported.